Manufacturer narrative:
A visual and tactile device analysis revealed that the stent was partially deployed. Tip damage and scratches were noted on the outer shaft tip. A shaft kink was detected 4cm from the proximal hub. No indications of product specification non-conformance were noted. The mfg batch record review confirmed that device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device is not indicated for use in the iliac or aorta arteries. (B)(4).

Event description:
This event is reportable based on the device analysis approved on 11/23/2009. It was reported that during an abdominal aortic aneurysm procedure, the stent was unable to deploy. The physician placed the sentinol self-expanding nitinol biliary stent delivery system in the common iliac artery and attempted to deploy the stent, however, severe resistance was encountered with the stent delivery system and the stent was not deployed. The physician removed the sentinol stent delivery system and successfully completed the procedure using a different device. No pt complications were noted and the pt's status was reported as "fine". Device analysis revealed that the stent was partially deployed.